Event description:
It was reported that when the patient presented for routine follow up, the real-time egm was corrupted when using inductive telemetry. The egm was normal with rf telemetry and stored egms were normal as well. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.